Event description:
Out of box failure, in standby mode, the ventilator gave on airway pressure alarm. The battery voltage dropped from 27v to 4v. The ventilator was also alarming multiple alarms and flashing lights.